Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The status of the valves are unknown, as the events were reported through an article. The dates of the events are unknown; however, according to the article the study period was from august 2015 to july 2020. For this reason, the first day of the reported study period (01-august 2015) was used as the occurrence date. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in a technical summary written by edwards lifesciences ''clinical technical summary for complaints-conduction disturbances/ heart block'', atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. Per the instructions for use (IFU), (conduction system defects ) is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the cause of the heart block is unknown. However, the mechanisms described above may have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Article reference: snir a, wilson mk, ju la, zhao y, wong s, khor l, naoum c, wong k, keech a, celermajer ds, ng mk. Novel pressure-regulated deployment strategy for improving the safety and efficacy of balloon-expandable transcatheter aortic valves. Jacc cardiovasc interv. 2021 nov 22;14(22):2503-2515. Doi: 10.1016/j.jcin.2021.08.037. Epub 2021 oct 27. Pmid: 34756539.

Event description:
As reported by our affiliates in australia, through the review of the medical article: "novel pressure-regulated deployment strategy for improving safety and efficacy of balloon-expandable transcatheter aortic valves", corresponding author prof. (B)(6) hospital. From august 2015 to july 2020, 330 consecutive patients with severe native aortic stenosis with underwent tavr using the balloon expandable sapien 3 thv. The aim of the study is to propose a novel pressure-regulated method for balloon-expandable transcatheter heart valve (thv) deployment, aimed at optimizing prosthesis-annulus apposition while preventing significant tissue injury. The following events were identified: 23 patients needed a permanent pacemaker implantation at discharge.

Manufacturer narrative:
Update to b4, g3, g6, h2, h10 for supplemental to provide the related manufacturer report no: 2015691- 2022- 06356.